Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. The device is no longer available for return, as it was recycled following the user's passing. No further details were provided, and there has been no indication that the device played a role in the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.